Manufacturer narrative:
(B)(4): the customer reported that the device was not working properly during use. The involved pt died and the customer believes that the defibrillator failed. This complaint will report the death. MDR#1218950-2013-01023 reports the fault defibrillator. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was not working properly during use. The involved pt died and the customer believes that the defibrillator failed.